Event description:
It was reported that the bd syringe luer-lok¿ tip was missing scale markings. The following information was provided by the initial reporter: they received an entire box of 20 ml syringes that have no markings on them.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Investigation summary: it was reported the customer received an entire box of 20ml syringes that have no scale markings. As a sample was not returned, a thorough sample investigation could not be conducted. A device history record review was completed for provided material number 302830, lot number 2152001. The review revealed there was documentation for this type of defect during the production run of this batch. It could be possible the product received was an escape from the event detected while producing this lot number. Based on the investigation and with the device history record review the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.